Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date monitor: 06/17/2015, belt: 03/25/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was reportedly in the emergency room at the time of the event. The hospital staff reportedly attempted resuscitation. Review of the download data indicates that the patient entered asystole on (B)(6) 2017 at 23:52:30. At 23:52:48, the patient's rhythm transitioned to atrial fibrillation at 75bpm and degraded to vt at 220bpm for 8 seconds with varying amplitude. The patient's ECG then indicates that the patient received two non-lifevest defibrillation shocks at 23:53:26. The first shock occurred while the patient was in asystole. The patient then transitioned to vf for seven seconds when the second shock was delivered. The patient was in asystole following the second non-lifevest shock. The lifevest then delivered a 177j shock during asystole at 23:58:33. The rhythm after the shock was atrial fibrillation at 70bpm. Oversensing of low amplitude cardiac signal contributed to the detection. The patient's rhythm again degraded to asystole at 23:59:36 before transitioning to vf at 00:00:08 on (B)(6) 2017. The lifevest delivered a 152j shock which converted the vf to an idioventricular rhythm at 70bpm, degrading to asystole. The lifevest delivered a third 131j shock at 00:02:45. CPR artifact contributed to the detection. The patient remained in asystole and the electrode belt was disconnected at 00:17:01. The cause of the varying energy during the lifevest shocks cannot be positively identified but is consistent with other observed events in which the lifevest garment is open during resuscitation efforts.